Event description:
It was reported that the device had horizontal and vertical lines on the display. It is unknown if the lines are obstruction the values on the device. No patient information is available.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.